Event description:
The patient reported through a manufacturer representative that the recharger telemetry module (rtm) antenna was ¿getting too hot to the point that she couldn¿t keep it in contact with her skin.¿ overheating of the recharger system antenna was found. It was also reported that the ¿therapy control battery did not hold enough charge to fully recharge¿ her implantable neurostimulator (ins) ¿such as this situation causes the device to be ineffective, thus bringing the patient¿s pain back.¿ it was noted that there were no external factors that could have damaged the recharging system. The patient borrowed a replacement rtm in order to continue using her therapy while awaiting the replacement of her rtm in the future; the issue was considered unresolved at the time of report. There were no medical or surgical interventions needed to prevent a permanent impairment of function and the event did not lead to or extend patient hospitalization. There were no further complications reported or anticipated. Additional information received confirmed that the antenna overheating occurred during recharging of the patient¿s ins. It was noted that there not any physical damages observed with the rtm nor was any intermittent telemetry experienced. The patient borrowed an rtm and was able to receive pain relief after recharging their system. There remained no further complications reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the cable insulation is torn and wires exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Brazil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.